Event description:
A malfunction alarm was reported with a recurring issue despite attempts to reset the pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted in resetting the pump, confirmed the shipping address for a replacement pump, and instructed the customer on returning the problematic pump within ten days using a pre-paid label. The customer acknowledged the instructions and planned to continue using the current pump until the replacement.